Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Removed and replaced right high-resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv-3 monitor was analyzed and found upon powering up the system, there is no image on the hrsv it is completely black. Successfully replicated the complaint the complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, during setup to report that he is not seeing an image in the console right eye. Site power cycled and hard power cycled the console. Technical support engineer (tse) walked caller through an addition power cycle and hard power cycle of the console and the tower. Tse also had caller verify fiber cable connections between tower and console. Caller powered system back on and again, the right eye had no image. Tse then had caller power console up in stand-alone however the console right eye was still not present. Tse suggested hard power cycling the console multiple times. Site converted to another dv system. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were not placed prior to the issue being identified. The procedure was completed with another system (xi) and dvstat contacted prior to aborting/converting the procedure. There was no patient injury.